Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on 10/23/2023, and suture was used. During the process of suturing the perineal wound, the problem of the suture pulling off the needle happened, leaving the needle inside the patient's muscle layer and later removed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/8/2024. The following information was received: after investigation, the patient was female, specific age was unknown. On (B)(6) 2023, lateral episiotomy repair was performed in the hospital. The surgeon used vr917 to perform the perineal sewing in a continuous suturing manner. The pull off suture needle occurred during sewing. The needle fell into the patient. The surgeon immediately searched for the needle and found it. After removal, the integrity of the needle was checked. After the confirmation of no residual foreign body in the patient's tissue, a new suture was replaced (the specific product information was unknown) to continue the sewing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific prolongation time was unknown), and no subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.